Manufacturer narrative:
Reliability analysis evaluated 2 opened and used reservoirs. Analysis inspected reservoirs, snap-cap, and septum for anomalies. No anomalies were found. Analysis ran occlusion test. The reservoir was filled with diluent, and connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. The insulin pump performed manual prime. Analysis was not able to flow fluid through infusion set and out catheter tip. The conclusion was reservoirs were occluded.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did not exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that there was greater than normal resistance during plunger push. The reservoir will be returned for analysis.